Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported being hospitalized while an invisalign product was being used.

Event description:
The patient reported symptoms of fainting, swelling and itching in the mouth, and a full body rash. The patient reported visiting the ER (admitted to the hospital on (B)(6) 2018 and currently still in the hospital on (B)(6) 2018) and has been seen by a physician to alleviate the reported symptoms. The patient reported being prescribed steroids (unspecified) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2018.